Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient needed more coverage of pain areas. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.